Event description:
The reporter stated the surgeon inserted a 05.0 diopter aq2010v silicone three piece lens and the trailing haptic caught in the injector and tore. The lens was removed with no pt injury and another same type model lens was implanted. The pt's current condition is good. The reporter stated the cause of the lens was due to the injector tip.

Manufacturer narrative:
Other (injector tip damaged lens).